Event description:
It was reported that during a photoselective vaporization of the prostate procedure for enlarged prostate, the metal cap became loose after 48:31 minutes and 509,407 joules of use. It was noted that pressurized saline irrigation was not used. The fiber was replaced, and the procedure was completed. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for enlarged prostate, the metal cap became loose after 48:31 minutes and 509,407 joules of use. It was noted that pressurized saline irrigation was not used. The fiber was replaced, and the procedure was completed. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed and in the visual inspection there was no visible defects. Additionally, the microscope examination identified the glass tip and metal cap were detached and not returned to bsc with the fiber. Although based on these observations, the reported event is confirmed, the fiber was functionally tested with helium neon (hene) laser fixture, and it was identified that there were no breaks along the fiber length. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified glass cap and metal cap detachment. The reported event was identified through analysis, and it was reported that the procedure was completed without patient complications.